Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to positioning difficulties. The valve was too low during both implant attempts. During the third implant attempt, a kink was noted in the delivery catheter system (dcs) capsule. There were no issues during loading and a misload did not occur. The system was safely removed without issue and a new valve and dcs were used for successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially closed. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. A slight kink in the capsule was noted at the proximal end of the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured twice due to positioning difficulties. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique, and the cause in this case could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that during the third implant attempt, a kink was noted in the delivery catheter system (dcs) capsule. The device was returned for analysis. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of fluoro load check or procedural images, the source of these voids cannot be determined. A kink was noted at the proximal end of the capsule consistent with capsule buckling. Capsule separation/buckling occurs due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review. The system was safely removed without issue and a new valve and dcs were used for successful implant. No adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however the root cause cannot be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.